Event description:
It has been reported that AED indicated "low battery" during deployment. At this time associated patient information is unknown.

Manufacturer narrative:
(B)(4). Evaluation pending. Battery model m3849a used for fr2 m3860 AED 510(k) 014157.